Event description:
The customer's mother stated the pump had fallen into the pool a week ago. It was stated the reservoir compartment was cloudy and smelled of insulin. Troubleshooting was performed and found leakage at the bottom of the reservoir.